Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74 , serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure. The explanted ipg and leads were discarded by the medical facility.